Event description:
It was reported the patient was admitted to the intensive care unit with 'severe burns' and, on an unknown date, was catheterized. An urinometer was connected to the patient's catheter. Post-connection, the nurse noted the urinometer was not draining at the connection between the foley catheter and the measuring chamber and the patient 'showed [signs of] urinary retention'. After manipulating the device, 'five hundred milliliters of urine exit [ed] the body'. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. This complaint involves one known device and an unknown number of devices with the same complaint; therefore, one FDA 3500a will be submitted for the known device and one FDA 3500a for the unknown number of devices.